Event description:
It was reported the programmer froze when saving to disk. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, however, when the returned floppy disk was replaced with a different one the programmer successfully saved to disk several times, the original, customer returned, disk was retried and the device locked up with each attempt to save, the returned disk appears to be defective.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.